Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor therapy. It was reported that the rep was assisting with patient's first time recharging session since being implants and saw error 1707 and 4100. Caller worked with patient over the phone and had patient reposition recharger. Caller confirmed patient was able to connect and saw ins was at 40% with excellent coupling but then it would lose connection right after and start looking for ins again and make a beeping tone. This happened three times. The issue was not resolved through troubleshooting. Technical services reviewed error code 1707 and because it was the first time, this error could be dismissed. The rep did confirm the error codes only appeared one time. The issue was not resolved through troubleshooting. Ts reviewed recharging steps of making sure patient palpate ins, and repositioning ins every 30 seconds if ins is not found. The patient called into patient services later that day for further troubleshooting assistance with recharging. The patient reported that the ins battery was still at 40% and the patient would see the charging screen with excellent coupling, then lose it after a few moments. The patient was told to start charging the ins at two weeks. The patient indicated that they still had a gauze bandage over the incision site and were told not to take it off until it came off on it's own. Patient services reviewed the importance of not recharging over an unhealed incision. The patient indicated that they could not use the belt, because the recharger appeared to only work when positioned upright with the bottom end against the ins. The patient had to reposition several times throughout the call and then noted that when they started holding the charger with their right hand instead of left hand this worked better for them. The patient was able to sustain ins charging for several minutes at the end of the call and indicated that they would continue to hold the recharger in place instead of using the belt. Patient services reviewed expectations regarding recharging duration. There were no patient complications reported as a result of this event. (B)(6) 2020 rtg0109525 x4, rpl 286108, rpl 285921 (con, rep): additional information was received from a consumer via a manufacturer representative. It was reported that the patient requested a smaller belt. The patient had to hold the recharger on the ins in order to charge their ins and they think the belt might be too big, so they couldn't' get it tight enough. A medium belt was requested. Two days later the patient stated that the medium belt that they received was too small, because it did not fit around their waist. Patient services ordered a size large belt (40-53 inches) because the patient's waist was about 45 inches. The original belt they received was 53 inches and the medium that they received was 30 inches. Additional information was received from the patient. They reported that they have had issues with recharging implant from the beginning. Patient said that continues to have issues, said difficulty finding device and maintaining connection. Patient said that yesterday she took recharger out of the belt and used her hand, had to press against site in order to maintain connection as a result patient said that her hand got tired and only recharged from 30 5; to about 60-70%. Patient isn't able to spend time troubleshooting now however did review recommended steps of first palpating the area for the implant. Patient did try during call and said only feels it when she presses after the site. Patient services explained that depth of implant can make a difference when recharging. Reviewed next steps of positioning the bullseye of recharger over center of implant and then turn recharger on. Patient to consider trying herself with her husband later in the evening. Patient may call back later in the week to review recommended recharging steps, and additional troubleshooting. On an additional call on (B)(6) 2021 the patient called back in for further assistance to recharge their ins. Pt re-reported the difficulties already documented in this report stating their charging difficulties started getting much worse in february. Pt said once an excellent connection is established they loose connection right away every single time without moving, they can only charge to 60 or 70 percent, they were only able to charge to 100 percent one time. Pt reported their new ins is in a totally new location from their prior ins, their implant site feels like a rounded bump an inch lower than their incision, they are unable to use the belt they need to use their hand to hold it in place and must hold the recharger at an angle like it is a hand of a clock pointing to 2 o clock. During troubleshooting, pt tried standing up and sitting down, leaning forward, crossing their legs on the implant side repositioning numerous times and did a recharger reset but lost connection immediately each time. One of the times pt was able to get an excellent connection pt reported feeling stimulation in their groin, then shortly after, reported seeing the message: 1707. After numerous attempts to reposition and try again, recommended pt meet in person at the doctors office for hands on assistance to recharge. During the call pt also reported they know they are a little overweight. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of difficulty maintaining connection to recharge was not determined and that in person there were no difficulties charging. The most likely cause was said to be the a recharger issue and that the patient demonstrated correct use and the implant is appropriate depth and is easy to locate and palpate. No further steps were to be taken as patient had already worked with patient support and when the rep met with the patient there were no issues charging. The patient is able to successfully charge their implant. The approximate implant depth was 0.5 inches deep at the upper left quadrant of gluteus. Additional information was received from the patient. They reported that patient said two weeks after the original implant of (B)(6) 2020 patient was having issues with recharging. They kept sending the wrong size belt. When she used the belt she was not able to fully charge. It wouldn't charge and would say searching for device. Patient met a rep in (B)(6) 2021 at the doctor's office. She had to hold the recharger to recharge the stimulator. The patient had the representative walk through how to recharge again in case she was doing it wrong. It would loose it's connection. It would say good connection and then just go off. She asked if she felt this and said no, she asked if you felt this and said no. Then she said do you feel this and she said it goes across. They had the doctor come in and she said something is wrong. Patient wants to let the rep know she can charge better, but she hasn't used the belt yet. She is going to charge this weekend and will try the belt then. Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the representative called friday the (B)(6) 2021 and left a message wanting to know how it was going since the surgery. The doctor had to reposition the leads on (B)(6) 2021 because it was not working properly. They had the doctor come in and she said something is wrong. When the patient came in to see the doctor she had a bladder infection. The doctor sent her to x-ray and saw that the leads weren't positioned right. Patient had to wait until her insurance went through is why she had to wait until (B)(6) to have the surgery to reposition the leads. She has a follow up with the doctor this wednesday. Agent did not ask about the circumstances that led to the reported issue. Sent an email to representative to update her on the patients status after surgery. The patient's relevant medical history included she has chronic migraines. Last year she had five lumbar punctures. Patient forgets things because of the headaches. Additional information was received from a manufacturer representative (rep). The rep reported that she did not have a lead revision. She asked to have her pocket revised. There were no issues when to report in mpxr when I met with her and her physician before the pocket revision. She had worked with tech services with trouble recharging with her micro but I could not mimic those issues in person. I couldn¿t find anything wrong but he revised her pocket site on (B)(6). No leads or ins were moved or replaced.